Event description:
Overdelivery reported. On 6/8/99, the pump was set to deliver dopamine 400mg in 250cc at 12.8cc/hr on pump a. Dobutamine 250mg in 250cc d5w at 20.5cc/hr was runing on pump c. At 11:30, the nurse hung a 50cc bag with 160mg lasix secondary to a maintenance solution of 0.9% ns 250cc on pump b. Approx 10 mins later, the nurse informed that her infusion had completed, and when she checked, all of the lasix and an unknown amount of the primary IV solution had infused. The pt had a poor prognosis on admission to the hosp. Customer states that the drs have stated that the pt suffered no ill effects from the lasix delivery; no hypotension, no ototoxicity. The pt did expire later the same day from causes not related to the event.